Manufacturer narrative:
Product event summary (B)(4): evaluation determined that standard investigation is not needed because the event was determined to be not MDR reportable per work instruction (B)(4) medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications.

Event description:
The patient reported that they were experiencing pain at ins (implantable neurostimulator ) site, daily. There were no trauma/falls reported that could be related to this issue. The stim issue reported was not related to positional movement. The patient was getting effective therapy and there have been no changes since ins pain began. There were no recent medical tests or emi environmental exposure. The patient has a consult with new hcp (healthcare provider) as she has moved from (B)(6). Symptoms reported were: pain to the touch, when she sits or clothes rub against skin, warm to the touch. Location of symptoms reported: ins site. This was considered a sudden change in therapy/symptoms. The patient stated they had gained some weight. Patient services reviewed how weight changes can affect ins pocket. Indications for use was noted as: gastrointestinal/pelvic floor. Additional information received from the consumer reported the patient did not experience pain, but rather it was felt that after a year the device should be reprogrammed due to scar tissue, etc. The patient worked with their hcp and the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.